Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a massive intra-operative stroke that was deemed un survivable. The ventricular assist device (vad) appeared to operate as expected however due to the large stroke care would be withdrawn. The patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported stroke and patient outcome could not be conclusively determined through this evaluation. Additionally, evaluation of (B)(6) confirmed the presence of thrombus; however, a specific cause for the observed thrombus could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact and the modular cable connected at the inline connector. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Examination of the textured blood-contacting surface of the inflow cannula revealed a thin, tissue-like biological lining adjacent to the proximal opening. The deposition was well-adhered and did not appear to have contributed to any flow or functional issues. Upon disassembly of the returned device, white tissue-like depositions were observed at the volute of the pump cover as well as the vanes of the pump rotor and the rotor well. The observed depositions appeared to be consistent with an ingested thrombus; however, the specific origin of the depositions could not be conclusively determined through this evaluation. Examination of the remaining blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6) revealed two brief clusters of mean flow values below 2.5 liters per minute. It could not be determined if these values corresponded to low flow events as no controller log files were provided. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, stroke, bleeding, and pump thrombosis. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.